Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported the laser technician entered the patient's left eye treatment incorrectly before lasik. The treatment was entered as -5.50 instead of the intended -3.50. The patient was seen four days post treatment and noted blurry vision and difficulty to focus. The patient will be scheduled for an enhancement at a later date. No additional information available.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Logfile review for the day of treatment showed a patient was treated for the left eye with refraction sphere -5.50, cylinder -0.50, axis 168 and for the right eye with the refraction sphere -4.50, cylinder -0.25, axis 5, that may most likely be related to the reported events but the values are not completely identical with the pre-refraction values for both eyes so without treatment report the reported treatment could not be identified conclusively. However, a technical root cause could be excluded. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified . The root cause could not be identified conclusively. The most likely root cause is a user error. The manufacturer internal reference number is: (B)(4).